Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that at implantation only 7-8 channels could be inserted. After switch on the result was not so good. Therefore, it was decided to do a revision surgery and another surgeon was invited to assist. The pt was explanted and reimplanted with a medium electrode, which could be fully inserted.